Manufacturer narrative:
The curved-tip stapler 30 product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the instrument log for the stapler 30 curved tip instrument (470530 lot# t10220301) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 with 44 uses remaining. An advanced log review for the curved tip stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: dsp logs show that the curved-tip stapler 30 (pn 470530-08, lot t10220301-0027) was installed 8x and fired 6 reloads (white - white - green - white - white - green, in that order). First 5 firings were completed per the logs. 6th firing attempt (green reload) resulted in a firing failure at 42% completion. There was 1 incomplete clamp in 2 clamp attempts on this same install that had the partial fire, otherwise there were no additional incomplete clamps. Msc logs show error 22030 with p1 = 1, indicating a firing failure occurred. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler did not complete the staple line. A third party stapler was used to complete the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.